Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, a round plastic circle came off when the tissue clip applier went through, plastic circle was retrieved. New device was opened and procedure finished without consequence.